Event description:
On (B)(6) 2014 the surgeon performed an anterior talofibular ligament (atfl) ligament repair. The hole was prepped using a 3.8mm awl dilator. The surgeon successfully implanted one twinfix ultra pk 4.5mm suture anchor. No other devices were implanted during the initial surgery. Patient was placed on IV and oral antibiotics during the operation, in the wards and post-operative upon discharge. Patient was compliant with physician orders after the initial surgery (e.g. Taking medications, limiting physical activity). Patient went for daily dressing & weekly follow up, stitches taken out. The wound was reported to have been recovering well with only mild swelling. Subsequently, the patient developed symptoms of pain, redness, and swelling. The wound was reported to break down. On (B)(6) 2014, the surgeon removed the twinfix ultra pk 4.5mm suture anchor due to osteomyelitis. No additional devices were placed during the revision (removal of implant) surgery.

Manufacturer narrative:
Device evaluation: one tf ultra, 2 ubraid and ndls, 4.5mm pk anchor was returned for evaluation of the reported complaint mode, ¿infection¿. There were small pieces of the suture returned with the anchor as well. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized by ethylene oxide gas on (B)(4) 2013. All process parameters were confirmed to be within specification. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).